Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2015 with the following findings: cs 052 and cs 054 errors observed in black box on (B)(6) 2015. Evidence of moisture behind display lens. Due to internal moisture contamination pump powers with returned battery cap to a blank display. Within three minutes pump alarms with an audible tone and vibration alarm per normal operation. Battery compartment crack observed below grip pad. Pump case cracked in rh corner of display area. Investigators were unable to adequately investigate "cs 052/054" complaint due to inability to run 24 hour basal program.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.